Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a lifestent. It was reported that the stent ruptured within the artery. The exact same issue had occurred several months earlier at the same hospital. The customer reported that they were required to meet with the surgeon. During the procedure, the surgeon was forced to deploy a covera stent to secure the olive stent in place, as he was unable to retrieve the olive stent using a lasso technique. The current status of the patient is unknown.